Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 18/aug/2009. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis and to provide the model of the band and serial number. The info has not yet been received by allergan. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining the probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
The pt reported that five months post-op, the pt experienced heavy nausea, vomiting, reflux and indigestion and went back to see implant surgeon two to three months later, who sent the pt for an upper gi. Per the pt, there were no problems noted at this time. In the past few months, the pt had been ill with a stomach virus, again vomiting. Since then the symptoms had not gone away. The pt went back to see the implant surgeon, and the nurse sent the pt for another upper gi. The pt said the upper gi did not show any problems. The pt requested the band be removed. The pt reported that the explant surgeon stated that when the physician examined the band placement, the physician could see that it had slipped from the original placement, and that a suture had broken.